Manufacturer narrative:
D10 concomitant products: vlocl0336, vlocl0336 v-loc* 180 0 grn 60cm gs21x12, (lot# a3m1883vy) vlocl0336, vlocl0336 v-loc* 180 0 grn 60cm gs21x12, (lot# a3m1883vy) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic hysteromyomectomy plus right fallopian tube resection, in suturing the muscle layer after removing the tumor, the first suture broke when the fourth stitch was passed through the small hole at the end and tightened. The broken thread was about three to four centimeters (cm) at the end of the suture. Due to the high cost of the barbed thread and the short length of the broken suture, the doctor judged that it could still be used for suturing. So, the tail end was knotted and fixed and the second and third sutures were tried, but they all broke at the end of the suture. To resolve the issue, a new suture of a different type was used. It was noted that the surgical time was extended by five minutes. There was no patient injury.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the suture was returned broken into three segments. Each break occurred at the base of a barb. The loop end of the suture was returned. The segments measured 17 1/8 inches, 4 1/8 inches, and 2 3/8 inches. It was reported that the first suture broke when the fourth stitch was passed through the small hole at the end and tightened. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.